Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that during today's ((B)(6) 2025) appointment with her patient, they encountered error 112 after interrogating the pump, which is related to a memory error, and there was no information to be found in the tablet. It was stated that the patient was doing okay clinically, it was a regular appointment and no alarms were heard by the patient. No logs were found between the last appointment and today. They were unable to determine the exact cause and could not find an explanation for this error appearing. The hcp performed a refill and reprogrammed the pump, and the patient was going to be monitored the following days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.